Event description:
During a follow-up, noise resulting in oversensing, decreased sensing resulting in undersensing, decreased pacing impedance and increased capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.